Event description:
It was reported that the ventilator while it was connected to a patient, had a humidifier in the circuit. The airway temperature probe in the humidifier came adrift and caused a leak which according to the hospital did not lead to generation of alarms for low ventilation volumes or low circuit pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The hospital downloaded the logs. No parts were replaced and the ventilator was then returned to service. The logs contained several alarms that correspond to the event regarding the temperature probe becoming adrift and causing a leakage. The logs also contained evidence that the hospital had muted the alarm sound in every case, this confirms that the alarm had been noticed by the hospital staff. Our conclusion is that there was no malfunction of the ventilator and all alarms were generated accordingly. The reason why the temperature probe had become adrift has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed.